Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the sensor for measuring syringe size was giving the wrong value. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
One device was received for evaluation. Visual inspection damaged top and bottom housing. Functional testing was able to verify and duplicate the reported problem. It was determined that the faulty size pot was the root cause. The size pot was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period. D9: 1/16/2024.